Manufacturer narrative:
Device manufacture date: apr 23, 2015 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: 1) moisture entered the inside of the device due to the following, and the conduction abnormality of the scope connector internal board occurred, leading to the occurrence of the event. A) accidentally applied a load that opens the vent valve while the device is submerged b) a foreign object such as a fragment of a cleaning tool was caught in the valve of the vent metal and did not close. C) damaged/insufficient connection of the water leak detection tube when using the washer, damage to the packing of the washer/water leak detection tube, etc. Caused water to enter the tube and enter the scope connector when the water leak was detected. D) the device with the sterile cap attached has been immersed in reprocessing liquid. E) the leak tester connector cap is attached to the wet vent cap. F) the leak tester was attached or detached while the device was underwater. The event can be detected/prevented by following the instructions for use which state the following: 1) " before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no image. Inspection and testing of the returned device found a b30 scope communication error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the electrical safety checks failed, the distal end cover was deformed, the insertion section bending rubber was porous, the connecting tube had a dent, the scope cover was scratched, the scope connector circuit board had a malfunction, the scope connector cover was corroded, the angulation was out of standards, the angulation had play, the switches failed to function, and there was no image due to a b30 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.